Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. The reporter was cleaning the pump and the audio bolus button became detached. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2019 with the following findings: the pad was intact with no evidence of peeling or damage, all keys were responsive. Investigation did not duplicate the keypad response complaint. Removed the keypad, no evidence of contamination was on key contacts. Unrelated to the original complaint, the display screen was noted to be dim/discolored.